Event description:
Device malfunction: stent dislodged from balloon. Time of malfunction: during procedure. Symptoms/ae: stent implanted in unintended site. It was reported that during a renal procedure of a heavily calcifies artery the omnilink stent came off the balloon. The stent delivery system crossed the aorta and was advancing into the renal artery. The physician pulled back slightly and the stent slipped off of balloon. The stent was snared, pulled down and was fully deployed in the iliac artery. The physician felt that he was possibly too hard against calcium causing the stent to slip. Through requested, no additional information was available.

Manufacturer narrative:
The lot history for this product was not reviewed because the product was not returned to abbott for analysis and the part number/lot number combination was not reported.